Manufacturer narrative:
Argus case: (B)(4).

Event description:
I just took 1 tablespoon of the biotene dry mouth oral rinse, somehow when I swish it, I choked [choking]. And swallowed it. [Accidental device ingestion] I never used it 5 times a day. I will only use it 3 times a day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 9a003c, expiry date 17th december 2021) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant) and device used for unapproved schedule. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the choking, accidental device ingestion and device used for unapproved schedule were unknown. The reporter considered the choking to be related to biotene original oral rinse (original). It was unknown if the reporter considered the accidental device ingestion and device used for unapproved schedule to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received via call center representative on 3 november 2020. The consumer reported, "I just took 1 tablespoon of the biotene dry mouth oral rinse, somehow when I swish it, I choked and swallowed it. Is there anything special that I should do. I drank 16oz of water to dilute it. I used it probably for 6 months, I never accidentally swallowed it before. I used it about 20 minutes ago. I have extremely dry mouth, sometimes I try to limit it. I never used it 5 times a day. I will only use it 3 times a day".